Event description:
The customer reported erroneous high sodium patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves, sample syringe and wash syringe to resolve the issue. Buffer valves part number c28717, sample syringe part number zm01110, wash syringe part number zm011200. (B)(4). Patient demographic information was not provided. (B)(6)